Event description:
I had breast implants put in 6 months after that I had to have a hysterectomy, never had female problems before. I developed irritable bowel syndrome, hair loss, chronic fatigue, depression, anxiety all kinds of things and thyroid problem. And the list just grows. FDA safety report ID# (B)(4).